Event description:
The customer reported inaccurately high blood glucose readings with strips, lot # unknown. She opened the bottle of test strips approximately one month ago and immediately performed a few blood glucose tests. The results were in the 300 mg/dl range, which is much higher than her usual readings with another brand of test strips. Her usual readings are in the 120/200 mg/dl range. She performed a normal control solutions test and the result was over 200 mg/dl (no specific result available). The normal control solution was opened for the first time approximately 2 months ago and the customer shook it well before testing. The code was set correctly in the meter. The desiccant remained in the bottle of test strips . Because the readings were higher than usual, the customer threw the test strips away. For this reason, the lot number and normal control solution range are unknown and the test strips will not be returned for evaluation.